Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The ccm would not power on, the fans would not turn on and there was no display output. The pst observed signs of overheating and a short circuit condition on the cable between the local area network/interface board (lan/if) and the power cable. A closer inspection revealed exposed wires and one of them was broken. With a luo lan/if signal cable installed, the ccm could be powered on successfully. It was determined that the ccm did not meet specification. The service repair technician (srt) replaced the lan/if cable and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.